Event description:
The patient reported that for the last week they have had issues charging their implant; patient said they had issues 2-3 times. Patient said that error messages were appearing, but they didn't remember the details to the messages. Patient (pt) said that they had to sit a certain way to charge their implant and took the paddle to the side to connect to their implant. Pt said they spoke with the rep regarding the issue this morning and they said that the recharger was the problem. Pt said that every time they have an issue they call the rep to see if they have heard about it. Pt said that they lost 30 lbs after the operation and they have been sick and this has been going on for 3 years; pss understood this may have been since the implant surgery. Pt mentioned something being "ripped away from the battery and everything" so now it is all healed up again and that is when they started having problems with "this". Pt said this new system isn't anything like the old style. Pt mentioned the more they move, the more they have to charge the implan t . Due to the nature of the call and pt being escalated, pss didn't ask any additional questions about past issues and the operation the pt was referring to. Pt saw no visible damage to the controller port or recharger. The issue was not resolved. An email was sent to the repair department to replace the recharger. Pt said that without being able to charge their implant and use their therapy, they will need to be rushed to the hospital because that is how bad the pain will be; pt said the pain is unbelievable. Pss redirected pt to hcp and rep for assistance with charging implant while waiting for replacement. Pt sees dr. (B)(6) (unsure of spelling for follow up). Pt reported that since implant, the more they move around, the faster and faster they have to charge their implant battery; pt said this sucks the battery right down. Pt said that with their old style implant they could go a week without charging their implant. Pt said this replacement battery is no good and is worse than their first implant. Pt said that they already spoke to their rep and hcp about this. Pt mentioned seeing their hcp two times within the last 10 years. Due to the nature of the call and the pt being escalated, pss didn't clarify with the pt when they talked to the medtronic rep about the issue or the medtronic rep's name. Pt said they speak with medtronic rep, whenever they have issues . The patient was redirected to their healthcare provider to further address the issue. Pt said they have a doctor's appointment tomorrow. Pt said they see dr. (B)(6) (unsure of spelling) for follow up.

Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(4) product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.